Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of a pcb00 intraocular lens (iol) in a male patient's left eye, the lens got stuck in cartridge. There was patient contact, however the lens was not inserted, but an incision enlargement was indicated. There was no patient injury, no vitrectomy and no injury post-op.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/14/2016. Device returned to manufacturer ¿ yes. Device evaluation the preloaded insertion system was returned to the manufacturer for evaluation. The lens was not returned with the preloaded system. The plunger was observed in advanced position. Visual inspection was performed at 10x microscope magnification and the cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process was observed in the preloaded insertion system. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.